Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the suture and anchors are not with the device. A functional evaluation revealed that the depth gauge does not move freely. The deployment knob deploys the push assembly actuator as intended. The actuator cannot moves from t1 to t2 deployment, indicating that t2 would not be delivered. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a knee procedure, the fast fix's t1 was well triggered; however, t2 could not be deployed. All ts were removed. There was a backup device available. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.